Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a right inguinal hernia repair in (B)(6) 2012 and mesh was implanted. It was reported in early 2013, the patient began to experience pain down his right leg. The patient underwent mesh removal on (B)(6) 2013. The mesh was balled up and bulging through the peritoneum in the right groin. The right inguinal canal has scarring and pain persists. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced irritation of nerves of the right thigh which developed after removal of mesh.